Manufacturer narrative:
On 4/16/2019 it was noticed that the wrong manufacturer's reference # was reported in the supplemental MDR # 1 that was submitted on 4/16/2019. The correct manufacturer's ref # is (B)(4).

Manufacturer narrative:
On 3/25/2019, bwi received additional information about the event which indicates the transseptal puncture was performed with either a maslanka 2h or f needle. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a male patient with severe prior heart ischemic failure, full atrioventricular (av) heart block third degree and ejection fraction (ef) of around 13%, underwent a paroxysmal atrial fibrillation (afib) ablation procedure for pulmonary vein isolation (pvi) with a dilated left atrium with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and ventricular tachycardia (vt) requiring defibrillation and cardiac arrest requiring cardiopulmonary resuscitation (CPR). During ablation the patient moved and coughed several times leading to disappearance of the thermocool® smart touch® sf uni-directional navigation catheter on the carto 3 system for a short time. It was not needed to create a new matrix, no map shift occurred. After the ablation of most of the left pulmonary veins, the patient became hypotensive. Cardiac tamponade was confirmed by ultrasound. The catheters were pulled back into the sheath and taken out of the patient¿s heart. The remainder of the ablation procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of arterial blood from the pericardium. The heart rate dropped at first, then the patient developed vt twice, each time the patient received a defibrillator which converted into a slow sinus rhythm. The blood pressure and heart rate further dropped until it was not noticeable anymore; however, monitoring of body surface electrocardiogram (bs ECG) did show electrical activity of the heart. CPR, drug treatment and further pericardiocentesis were applied. X-ray, ultrasound and intubation also performed. After around 10 minutes of CPR, return of spontaneous circulation (rosc) occurred and the patient had a stable heart rate and blood pressure. The patient was then transferred to the intensive care unit (ICU). Extensive hospitalization was required as a result of the adverse event as it was reported there was delayed awakening. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. Carto force settings included: force window 10 - 40 g and blink main map window red above 50g. Ablation index was used. The ablation started on the roof, then went through the ridge and around the inferior side of the heart. The cardiac tamponade was noticed when the physician was ablating the posterior side of the heart. (Left veins). There was no evidence of steam pop during the case. No error messages were reported. The patient monitoring was available through bs ECG and defibrillator. The procedure was delayed due to the issue experienced.